Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from both leaflets. It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve. When attempting to remove the lock line, resistance was felt and the lock line could not be removed. An attempt was made to open the clip for removal, but the clip would not open. The decision was made to continue with deployment and remove the cds over the lock line. Mild resistance was felt when removing the cds over the lock line, and the clip popped open to 180 degrees and detached from both leaflets while remaining on the lock line. The clip was in the left atrium at 180 degrees. Approximately two hours were spent on attempting to snare the clip, but the clip could not be removed. The clip was surgically removed. No clips were implanted, mr remains at 4. The patient remained hospitalized for a second mitraclip procedure, which was performed on (B)(6) 2021. One clip was implanted, reducing mr to >1. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult clip opening and clip jumping open could not be replicated in a testing environment due to the condition of the returned device; the clip was detached from the mitraclip delivery system (cds). The reported complete clip detachment could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. The reported inability to remove the lock line was confirmed. Furthermore, a knotted lock line and deformed harness were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and the reported inability to remove the lock line appears to be due to the observed knotted lock line. A cause for the knotted lock line could not be determined in this incident. The reported clip open inability appears to be due to observed deformed harness. A cause for the deformed harness could not be determined. The reported clip jumping issue appears to be due to the reported lock line issues and the complete clip detachment appears to be a cascading effect of the clip jumpiness. Lastly, the reported unexpected medical intervention, delay to treatment/ therapy, hospitalization, surgical intervention and removal of foreign body were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.